Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "while doing labeling, we found 1 box of 363080 without the bd label."

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "while doing labeling, we found 1 box of 363080 without the bd label."

Manufacturer narrative:
H.6. Investigation summary: mat: (B)(6)lot no. 2166974 no samples and 1 photo were returned by the customer in support of this complaint. A visual examination of photos was performed and the issue of missing label was observed on the side of the shelf pack. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause of the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.